Event description:
It was reported that "the clip failed to fully open during the loading process. No medical intervention required."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the clip failed to fully open during the loading process. No medical intervention required."

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot # 73k2400106 and one fired unlatched clip for investigation. The serial number of the device is sn (B)(6). The returned sample was visually examined without magnification. The sample was returned with the trigger partially engaged and the jaws in a closed position. Visual examination of the device revealed that the jaw's surfacing appeared damaged and the jaws appeared misaligned. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip(s) not opening" was confirmed based upon the sample. The customer returned one unlatched clip that was previously fired. There were no defects observed on the clip. One of the jaws appeared to be stiff. Upon functional testing, the sample was fired four times. It was observed that lower jaw would not move or would barely move with the clips were loaded. On the second fire attempt, the second clip was loaded and initially not latched to observe the aperture of the clip. The clip aperture appeared normal, indicating the issue of the clips failing to open are linked to the jaws. The device was disassembled. The device was returned with 7 clips inside the channel, indicating the customer fired 8 clips. One of the lower jaw's legs was observed to be bent inwards. Additionally, there was surface damage on the top jaw. There was no damage observed to the outer tubing and the channel. The r & d and manufacturing teams were consulted regarding the details of this investigation. It was concluded that the probable root cause of the damage to the jaw legs could not be determined as the outer tubing and channel were undamaged. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. For these reasons, the probable root cause could not be conclusively tied to manufacturing. Therefore, the damage could not be conclusively tied to user error or manufacturing. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a, corrected data: n/a.